Manufacturer narrative:
D3: correction. D9: 17-dec-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette locked but not latched. The caused is a faulty latch/lock sensor. The latch/lock sensor was replaced.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited, "latch/lock unresponsive." There was no patient involvement.